Manufacturer narrative:
Additional information: b5, b6 and b7. B5: upon follow-up, it was reported that antibiotic treatment was discontinued (on an unknown date). At the time of this report, the patient was discharged from the hospital and was still recovering from peritonitis. On an unknown date, the pd catheter was removed, pd therapy was discontinued, and the patient was transferred to hemodialysis. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
A peritoneal dialysis (pd) patient experienced peritonitis manifested by cloudy pd fluid. The cause of peritonitis was reported as due to low albumin and less dietary protein intake; however, the cause of the peritonitis event is unknown. A day after the event onset, the patient was hospitalized for the event. Two days after the event onset, the patient was treated with vancomycin injection (2gm, every 5th day, intraperitoneal, ongoing) and ceftazidime injection (1gm, intraperitoneal, once daily, ongoing) for peritonitis. Nine days after the event onset, the patient was treated with tobramycin injection (40mg, once daily, intraperitoneal, ongoing) for peritonitis. On an unknown date, the patient has recovered from cloudy pd fluid. At the time of this report, the patient remained hospitalized and was recovering from peritonitis. Pd therapy was ongoing. No additional information is available.

Manufacturer narrative:
The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.